Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the jetstream xc-2.4 atherectomy catheter. The shaft, tip and blades were microscopically examined. There was no damage or irregularities to the device. Functional testing was performed by setting the device up per the dfu and the device functioned as designed with no errors or issues. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported there was no rotation when the device was activated and the device was stuck in the lesion. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. During use inside the patient, the device ran for one minute during the first pass. An attempt to do a second pass was made when the catheter blade rotation stopped and the device was stuck in the lesion. The device was removed from the patient by pulling the usual way. The procedure was completed with a different device. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was no rotation when the device was activated and the device was stuck in the lesion. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. During use inside the patient, the device ran for one minute during the first pass. An attempt to do a second pass was made when the catheter blade rotation stopped and the device was stuck in the lesion. The device was removed from the patient by pulling the usual way. The procedure was completed with a different device. There were no patient complications and the patient was fine.